Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer had been getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump passed the prime test. The mother stated that the health care professional suggested having the insulin pump replaced. Advised the mother that the insulin pump would be replaced. Nothing further was reported.